Event description:
Reporter indicated a vns therapy pt was going to undergo a generator replacement surgery due to normal end of service. Clinical notes received from the treating physician indicated the pt "at present, she continues to have intractable seizures. She continues to have very frequent auras and complex partial seizures...she is also having at least one generalized seizure per month" "given her continued intractable seizures...long term video eeg monitoring was recommended to further characterize and localize her seizures." The relationship of the seizures to vns is unk. Revision surgery is likely. Good faith attempts obtain additional info have been unsuccessful to date.